Event description:
It was reported that an asymptomatic patient presented for routine checkup. The atrial lead was found to be dislodged. The lead was sensing r waves. Upon repositioning, the lead exhibited a capture anomaly and inappropriate measurements. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).